Event description:
The customer reported that, the probe on the ortho provue analyzer dripped fluid and the wash station overflowed during testing.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer dripped fluid and the wash station overflowed during testing. A possible root cause was determined for the probe drip. An ocd field engineer (fe) arrived on site. The fe found that the customer had overfilled the wash solution bottles causing fluid back up in the fluidics system. A loss of vacuum/pressure in the fluidics system may lead to probe drip. The fe corrected the reported problem and returned the instrument to expected operation. No death or serious injury was reported as a result of this incident. Product labeling instructs the customer of the proper method for waste container maintenance. Product labeling instructs the customer to wear ppe and observe glp's while operating the provue. If the alleged malfunction were to recur undetected, contamination of reagents or samples may occur, which may lead to erroneous test results. Based on the available info and the results of the investigation, mts could not rule out user error as a contributing factor. No malfunction of the analyzer could be identified. Incident is isolated.